Event description:
The abbot freestyle libre 14 day system frequently has problems once it is applied. It won't read the glucose or report it. If it's not that, it's the sensor falling off prematurely. I contacted the retail pharmacy and abbott. I have had this issue since I started using the system. I don't believe it's unreasonable that I get a refund as requested. I consistently got this error for over 3 hours. FDA safety report ID # (B)(4).